Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 02-oct-2025. Investigation summary: bd received one photo and 41 samples for investigation. The evaluation of the photo and returned samples indicated the presence of yellowish edta clumps in multiple tubes. Additionally, 100 retained samples were visually inspected, and edta clumps were also found in these samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, crystalized and discolored additive was found in 148 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, crystalized and discolored additive was found in 148 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.